Event description:
"Chipped tooth fixed after jaw discomfort. Aligner doesn't fit. U6&7 seem to fit best. Tried to answer as best as possible here but please refer to email exchanges. I answered my case specific questions there." "Fixed a chipped tooth, so aligner no longer fit. Was also experiencing jaw issues with the aligners leading up to that, and had the dentist help make me a splint for when I would sleep. I continued to wear the aligners until the chipped tooth, which was about the beginning of may and was able to get the tooth fixed on may 4. I'd say currently my teeth most comfortably and closely fit week 6."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.